Manufacturer narrative:
Concomitants: (B)(6) - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6) - 320-06-38 - glenosphere 38mm, (B)(6) - 320-08-38 - glenosphere exp 38mm +4mm offset, (B)(6) - 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6)- 320-38-13 - 145-deg pe 38mm const hum liner +2.5, (B)(6)- 320-38-13 - 145-deg pe 38mm const hum liner +2.5. The revision reported was likely the result of a dislocation event leading to prosthesis wear, decreased range of motion, and noise. Following the dislocation, unintended articulation between metal components likely resulted in the reported ¿grinding noises.¿ the observed wear of the humeral liner likely occurred secondary to the dislocation; however, this cannot be confirmed from the information provided. Decreased range of motion, noise, and the cause of the dislocation cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately one year and two months following initial implant, the patient underwent a left shoulder revision due to joint dislocation and pain. The polyethylene liner was taken out along with all other implants, did a good debridement, then implanted an antibiotic shoulder spacer. There was no breakage of the device and no surgical delay/prolongation. The patient was last known to be in stable condition following the event images attached. X-ray attached. Unable to locate ebi. Product will not be returned; the patient requested to keep the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.